Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts at the proximal end of the stent that were stretched and bent. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties and stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 4.00x32mm promus element¿ plus drug-eluting stent was advanced to the lesion. However, the stent could not further advance through the distal lesion and it was hard to pull the stent back. It was then noted that the stent was dislodged and the struts were released. The dislodged stent was removed together with the stent delivery catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties and stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 4.00x32mm promus element¿ plus drug-eluting stent was advanced to the lesion. However, the stent could not further advance through the distal lesion and it was hard to pull the stent back. It was then noted that the stent was dislodged and the struts were released. The dislodged stent was removed together with the stent delivery catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.